Event description:
Customer reported that they were unable to get the insulin pump to rewind. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased buttons dome switch. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.